Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus and low battery alert. Customer's blood glucose was unknown mg/dl. The troubleshooting for motor error was done. Customer was advised to discontinue use of the device and revert to back up plan. The customer was advised that the device will be replaced and agreed to return the product for analysis. The customer was advised that there is no need to continue troubleshooting for low battery alert since the device will be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.